Manufacturer narrative:
Customer service emailed the distributor and requested they send the patient a replacement device. On (B)(6) 2021, the patient was contacted by a medela clinician and he indicated the device had not been pulling the drainage as it had been before so he went to the emergency room. He additionally indicated that when a doctor in the emergency room looked at the wound he gave the him the prescription for antibiotics and the device had been removed from him for 48 hours. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2021 the customer alleged to medela llc that they had gotten an infection while using the medela liberty negative pressure wound therapy pump and had gone to the doctor who prescribed antibiotics.